Event description:
Device 1 of 4. Reference MFR report: 1627487-2014-02848. Reference MFR report: 1627487-2014-02849. Reference MFR report: 1627487-2015-01157. Information provided by the patient's attorney, indicated the patient alleges the following issues: the patient experienced "burning at the charging site and after multiple episodes of burning and shocking he stopped charging and using his scs system. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-02848. Reference MFR report: 1627487-2014-02849. It was reported, the patient's scs system was explanted. The patient stated his scs system was removed in (B)(6) 2014 due to burning and shocking.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.